Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board and mother board. It was unable to verify the battery out limit alarm due to the blank display. The device also had a scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated that the display went blank and a battery out limit alarm occurred. The customer confirmed that the device did not have any cracks but fluid could be seen under the screen. Blood glucose value was 105 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.